Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Reported condition listed in the device evaluation was incorrect. The reported condition should have said false air in line alarm.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flo-gard infusion pump with an unknown problem was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was liquid residue in the air sensors. The air sensors were recalibrated in order to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The baxter service technician reported that a flo-gard infusion pump experienced a false air in line alarm during device evaluation. There was no patient involvement. No additional information is available.